Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual examination, it was observed that the sheath shaft was curved and twisted, the liner was torn the entire length of the shaft, there was slight stretching at the distal end of the strain relief, there was partial liner delamination and slight liner bunching at the distal end of the sheath, and the distal tip was split. Due to the nature of the complaint (liner torn, distal tip split) no functional testing was performed. Per dimensional inspection, all measurements of the liner thickness along the liner tear were found to be within the specification. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for the torn liner and distal tip split was confirmed based on evaluation of the returned device. It was reported that esheath was "split in the body of the sheath", which was believed to have occurred when the burst commander delivery system balloon was brought into the sheath. A balloon burst could make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. It is likely that the altered ds balloon profile interacted with the sheath distal tip during withdrawal and resulted in the observed distal tip split. As such, available information suggests that procedural factors (withdrawal of burst ds balloon) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this event. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, the patient underwent a transfemoral tavr procedure to implant a 26 mm sapien 3 ultra valve. It was noted that the sinotubular junction (stj) was calcific. The device was prepped with +2cc nominal volume. The commander delivery system balloon ruptured during deployment. The valve was assessed and did not require further dilation. The device was aspirated and pulled back into the esheath+ as much as possible. The device and esheath+ was then pulled out as a unit without incident. It was noted that the esheath was "split in the body of the sheath", which was believed to have occurred when the balloon was brought into the sheath. The patient's peripheral arterial anatomy and neurological status was assessed without incident. The patient was monitored post operatively. The devices were returned for evaluation and upon visual examination of the esheath+, it was discovered that in addition to the split in the body of the sheath, the distal tip was split.